Event description:
The customer reported that during an esophagectomy, the white portion of the jaw was exposed and could easily have fallen off of the device. Another device was used to complete the procedure without incident. Nothing fell into the pt cavity and there was no pt injury. When the device was returned, a visual inspection indicated that part of the jaw was detached. This portion of the jaw was returned with the device.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device found that the amodel on the moving jaw had separated and dislodged. The broken piece was recovered and returned to covidien. This can occur when the user exerts a significant amount of force to the tip of the jaws. Such force can crack the amodel tip and separate it from the jaw.